Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2017-05552. It was reported diagnostic testing revealed invalid impedance readings on one of the patient's leads. X-rays did not show any anomalies. However, the patient underwent surgical intervention wherein the lead was explanted and replaced. Effective therapy was restored following the procedure. It is unknown which lead reflected invalid impedances . Therefore, both are being reported.